Event description:
Patient self-tester reports protime inr lower than lab inr. Patient therapeutic range 2.5 - 3.5 inr. On (B)(6)2009, protime inr 1.9 vs lab inr 2.4. On (B)(6)2009, protime inr 3.0 vs lab inr 3.6. On (B)(6)2009, protime inr 3.4 vs lab inr 4.5. Since (B)(6)2009, adjustment of warfarin dosage based on lab results. This event occurred in a foreign country. No report of any adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Method, results, conclusions: manufacturer evaluation / investigation currently in process.